Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for a balloon rupture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2504x, pta balloon dilatation catheter, allegedly ruptured. This information was received from one source. A patient was involved with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The sample is pending return. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2504x, pta balloon dilatation catheter, allegedly ruptured. This information was received from one source. A patient was involved with no consequences. The patient's age, weight, and gender were not provided.